Event description:
It was reported that the bd insulin syringe with the bd ultra-fine¿ needle hub detached when the consumer used their teeth to remove the shield during use. The following information was provided by the initial reporter: "consumer reported -needle hub assembly detaches with shield removed. Consumer has 1 hand removes shield with teeth".

Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 5/19/2020 . H.6. Investigation: customer returned (1) loose 3/10cc syringe. Customer states that the needle hub assembly detaches with shield removed. The returned syringe was tested and the hub-needle assembly did not separate from the barrel when the shield was removed. No defects were observed on the sample. A review of the device history record was completed for batch# 9294651. All inspections and challenges were performed per the applicable operations qc specifications. There were two (2) notifications [200859219, 200859584] noted that did not pertain to the complaint. Root cause cannot be determined at this time as the issue is unconfirmed. H3 other text : see h.10.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd insulin syringe with the bd ultra-fine¿ needle hub detached when the consumer used their teeth to remove the shield during use. The following information was provided by the initial reporter: "consumer reported -needle hub assembly detaches with shield removed. Consumer has 1 hand removes shield with teeth".

Event description:
It was reported that the bd insulin syringe with the bd ultra-fine¿ needle hub detached when the consumer used their teeth to remove the shield during use. The following information was provided by the initial reporter: "consumer reported -needle hub assembly detaches with shield removed. Consumer has 1 hand removes shield with teeth."

Manufacturer narrative:
H.6. Investigation summary no samples (including photos) were returned as of 4 may 2020 therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. A review of the device history record was completed for batch# 9294651. All inspections and challenges were performed per the applicable operations qc specifications. There were two (2) notifications [(B)(6)] noted that did not pertain to the complaint. Investigation conclusion bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Root cause description root cause cannot be determined at this time as the issue is unconfirmed as no samples or photos were returned. Rationale based on the investigation, no additional investigation and no CAPA is required at this time.